Event description:
Information received from the field notes that the patient presented in the hospital with a paced ventricular rate of 63 ppm. The device could not be interrogated and there was no telemetry. A device replacement was to be scheduled.